Event description:
The patient was implanted with a herniamesh t-sling lot on (B)(6) 2004 many years later the patient has experienced severe complications related to the implant, including but not limited to extreme pain, discomfort, erosion, dyspareunia, and underwent corrective surgery to remove all or part of the pelvic mesh. No further information has been provided.